Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, lot# va0gf89004, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 8590-1, lot# n306457, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Information from a consumer with a neurostimulator for non-malignant pain reported that, prior to a surgery in (B)(6), she had adaptivestim on groups a and b. The stimulation was turned off for surgery. Since (B)(6) (after the neurostimulator was recovered from an over discharge as the stimulation was off for several months), the adaptivestim was not working. It was reported that the stimulation does not change when she changed positions with the adaptive stimulation on. The icons of the positions were not showing on the patient programmer. The patient checked the patient programmer, and the "a" with the circle was in the upper left corner and the stimulation was on. The patient switched from program b to a, but the patient still did not have adaptivestim. The patient was "playing around" on group a, and got the icons to come up only on program a. But, the stimulation said 0.0 and it was really high. The patient couldn't control (increase and decrease) the stimulation, and it was "going off the wall". Walking through the programs, programs 1, 2, and 3 were at 0.0 volts and program 4 was at 5.0 volts. When the patient went to decrease program 4, it said 6.2 volts and she decreased it to 3.50 volts. The issue was resolved for group a. The patient was going to contact the representative regarding the issue with group b. Additional information regarding the actions/interventions taken to resolve the adaptivestim not working and cause of the issue was requested. However, the manufacturer representative was not aware that the adaptivestim was not working. A follow-up report will be sent should additional information be received.

Event description:
Additional information received from the manufacturer's representative reported that the patient followed up with them where they stated they figured out their issue. They were able to resolve it and had a return to good coverage. If additional information is received, a follow-up report will be sent.